Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) was confirmed. Upon evaluation the electrode belt sn (B)(4) failed incoming functional testing. The cause for the test failures was isolated to corrosion found on pins 1, 4 and 5 of the u1 component of ECG cable 'c' and 'c'. The root cause for the corrosion could not be positively identified but was likely the result of contamination. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that the was receiving adjust belt messages. The pt was issued a replacement electrode belt.